Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 around 9am the patient did feel the pain on the insertion site, so he removed the sensor. Then he noticed a big lump, and it was hot to touch. The patient called back on (B)(6) 2026 and informed us that since it happened during the weekend he visited his primary doctor¿s office the following day. No treatment given during the visitation, but he got a prescription for an antibiotic, cephalexin 500mg 3x a day for a week. There is no diagnostic test conducted. At the time of the report, patient condition was stable. No photos or other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).